Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress. The root cause of the reported condition of peritonitis is undetermined.

Event description:
The following information was received from global pharmacovigilance (gpv)this is a spontaneous report from a baxter-employed nurse in (B)(6) of peritonitis in a patient coincident with dianeal pd2 ultrabag therapy. On (B)(6) 2011, the patient was hospitalized for an unreported reason. On (B)(6) 2011, the patient experienced peritonitis. On (B)(6) 2011, the patient began treatment with vancomycin (1g, ip every 4 days), amikacin (250mg, ip loading dose), and amikacin (125mg, ip maintenance dose). The peritonitis was resolving. It was not reported if the patient remained hospitalized. Dianeal therapy was ongoing as was remedial therapy with vancomycin and amikacin. Concomitant medications were not reported. The nurse believed that the peritonitis was not related to dianeal therapy.